Manufacturer narrative:
No product is expected to be returned for the investigation because the customer has used all of their strips. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other ( (B)(6)) laboratory methods."

Event description:
There was an allegation of a questionable inr result for one patient tested with coaguchek inrange meter with an unknown serial number compared to an unknown laboratory method. On (B)(6) 2021, the result from the meter was 4.1 inr. The result from the laboratory was 3.0 inr. The time interval between the two tests was less than 3 hours. On (B)(6) 2021, the result from the meter was 4.9 inr. The result from the laboratory was 3.7 inr. The time interval between the two tests was less than 3 hours. The therapeutic range was not provided.